Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A cusaexcel2 console was tested and found that the power level read 10 more then what it was set for. The unit ran at approx 70%, but when the test button was pushed and re-pushed the amplitude went up to 100%. The surgery began and everything appeared to be working fine. Approx thirty minutes into the case, the amplitude stopped working. There were no error lights; however, the suction and irrigation continued to work fine. The unit was turned off and restarted but the issue could not be resolved. The surgery commenced without the use of the cusa. The unit was in contact with the pt, but there was no pt injury, however, the surgery was delayed for 1.5 hours.